Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. No patient harm or injury was reported.

Event description:
It was reported by customer via emergency support program (esp) that during use, cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. No patient harm or injury was reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - b5, b7. Esp explained the nature of the alarm. Based on the information provided regarding the patient¿s hemodynamics and clinical picture, the alarm was likely caused by febrile temperatures and changes to intrathoracic pressure related to intubation with a high positive end-expiratory pressure. The customer was informed to call back if the alarm were to go off several times in an hour so they could then troubleshoot.